Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2007, the pt reported that she had experienced 07 (system alarm) errors and 04 (occlusion) errors and her blood glucose was elevated as a result. She stated that she received on 03 (low electronic battery) error and she replaced the battery. She then experienced several 04 errors and she disconnected from the infusion device due to not being able to clear the errors. When she arrived home from work her blood glucose was elevated to 300 mg/dl, and she injected insulin via syringe to lower her readings. She was then able to clear the 04 errors and she received a 07 error while attempting to bolus. She disconnected from the infusion device again and her blood glucose elevated to over 400 mg/dl and she felt very thirsty. Her normal blood glucose range is 90-140 mg/dl. The pt stated she was disconnected from her infusion device for a total of 4 hours. To troubleshoot, the pt was instructed to remove the batteries from the infusion device. She was able to re-insert the batteries into the infusion device and clear the error. Upon follow up on two days later, the pt stated her blood glucose was "fine" and she had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.